Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms and an inflammatory mass was subsequently discovered. It was initially re ported that over the 2 days leading up to (B)(6) 2012, the patient seemed like the medications were not getting to the locations needed, and that symptoms were back to what they were before. In the middle of the night on (B)(6) 2012, the patient had to go back on oral pain medications and "had been in bed crying due to pain." At that time the patient had just recently been to the healthcare provider (hcp), but the pump was not checked and there were no pump alarms. It was later reported that the patient had an inflammatory mass at tip of intrathecal catheter, which was attributed to the adverse events on (B)(6) 2012. The medications in the pump were hydromorphone, bupivacaine, and prialt (ziconotide). It was noted that the patient still had prialt infusing in the pump. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).